Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 13-feb-2017 for the following meddra preferred term: salpingectomy. The analysis in the global safety database revealed 23 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to an unknown number of female consumers who had essure (fallopian tube occlusion insert) inserted and had her fallopian tubes removed to stop serious side effects. The reported event, considered as salpingectomy, is regarded as anticipated according to the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this case, the exact reason for undergoing a salpingectomy was not reported. However, a causal relationship between the reported event and essure therapy cannot be excluded. This case was regarded as incident because surgical intervention was performed. A product quality defect could not be confirmed but is considered plausible. However, the reported medical event is not indicative of a quality deficit per se. Follow-up information cannot be obtained.

Event description:
This spontaneous case was reported by an other and describes the occurrence of salpingectomy ("fallopian tubes removed to stop serious side effects") in an unknown number of female patients who received essure. On an unknown date, the patients started essure. On an unknown date, the patients experienced salpingectomy (seriousness criteria medically significant and clinically significant/intervention required). The patients were treated with surgery (fallopian tubes removed). Essure was withdrawn. At the time of the report, the salpingectomy outcome was unknown. The reporter considered salpingectomy to be related to essure. Company causality comment: this spontaneous case report refers to an unknown number of female consumers who had essure (fallopian tube occlusion insert) inserted and had her fallopian tubes removed to stop serious side effects. The reported event, considered as salpingectomy, is regarded as anticipated according to the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this case, the exact reason for undergoing a salpingectomy was not reported. However, a causal relationship between the reported event and essure therapy cannot be excluded. This case was regarded as incident because surgical intervention was performed. A product technical analysis is being sought. Follow-up information cannot be obtained.